Manufacturer narrative:
The approximate age of the device is 4 years and 2 months. No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient had been having low flow alarms while on ac power at home. No alarms were reported on battery power. The patient was asymptomatic. Log files were sent to abbott technical services for analysis. They observed low flow alarms on (B)(6) 2019 on both battery power and on power module. There did not appear to be any equipment issues causing these events. Additional information subsequently indicated that the patient was admitted to the hospital on suspicion of thrombus. Another set of log files was sent on (B)(6) 2019, which spanned (B)(6) 2019. Technical services observed persistent low flows. These were caused when the patient was connected to power module and the pump speed dropped. A pump stop was also noted on (B)(6) 2019. These events appeared to be due to an issue with the percutaneous lead. The patient was placed on an ungrounded patient cable. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, confirmed the presence of pump thrombosis, which could have potentially contributed to the reported low flow alarms. The evaluation also confirmed internal driveline wire damage that would have contributed to the reported pump stoppage events. Furthermore, the reported stenosis of the insertion site of the graft could not be confirmed and a correlation to the low flow alarms cannot be determined. The submitted log files contained data from (B)(6) 2019 through (B)(6) 2019 and (B)(6) 2019 through (B)(6) 2019. Continuous low flow alarms were captured throughout both log files, as the estimated flow was calculated to be below the acceptable threshold of 2.5 lpm. These alarms occurred while the system was supported with batteries and the power module. On (B)(6) 2019, the log file captured a low speed event when the patient¿s speed dropped below the patient¿s low speed limit. No low speed hazard alarms were active and the observed low speed event occurred while the patient was supported by the power module. The pump ramped back up to its set speed without issue following the event. At the end of the file on (B)(6) 2019, a pump stop event was observed while the patient was supported by the power module. Based on past experience with the hmii lvas and similar reported events, these findings could be indicative of driveline damage. The pump was returned assembled with the driveline (dl) cut approximately 2.5¿ from the pump housing. A middle segment measuring approximately 7.5¿ and the distal portion of the dl measuring approximately 30¿ were also returned. Evidence of a previous driveline repair was observed (MFR # 2916596-2018-03182). The outflow elbow was returned attached to the pump's outlet port. The sealed outflow graft was returned in two segments; one segment was attached to the outflow elbow. The sealed outflow graft bend relief was returned detached from the device. The sealed outflow graft bend relief collar was not returned. Lastly, an additional white plastic covering with a hole was returned detached from the device. The sealed outflow graft was returned in two segments measuring approximately 2¿ each. The returned segments showed no evidence of twisting, kinking, or other distortion. In addition, no evidence of developed depositions or thrombus formations was observed on the interior of the graft material to suggest an obstruction of flow in this location. Upon disassembly of the pump, examination of the proximal side of the outlet stator revealed a thrombus formation surrounding the outlet bearing ball and partially obstructing the blood flow path. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its origin could not be conclusively determined. The darker areas of denaturation on the thrombus as well as the concentric contact marks noted on the outlet portion of the rotor and the outlet bearing cup indicate that the thrombus was present while the pump was supporting the patient; however, the duration of time that it was present in the device could not be determined. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, the thrombus was obstructing a portion of the blood flow path and could have potentially contributed to the reported low flow alarms that was confirmed through the evaluation of the submitted log files. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Upon removal of the observed thrombus formation, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The driveline segments were tested for electrical continuity and did not reveal any discontinuities or shorts, even with manipulation of the driveline. The pins of the metal connector appeared free from deformation. Rescue tape was observed on the distal end segment. No damage was observed on the bionate layers of the three dl segments. Metal braided shield breakdown was observed on the middle segment and the distal end segment. The pump end segment¿s wires were unremarkable. The middle segment revealed a breach in the black wire at approximately 7¿, exposing the inner conductors. The distal end segment revealed additional breaches to the red, green and yellow wires at approximately 1¿, exposing the inner conductors. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. The wires were then submerged in a saline solution for hi-pot testing to verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The hmii pump operates on a three-phase motor, where each phase is powered by two redundant wires. If the exposed conductors of any wire made contact with the metal braided shield while the system controller was connected to a tethered power source such as a power module or mpu, the resulting electrical short to ground could have resulted in the reported pump stop events on the power module. The system also had the potential to produce a phase-to-phase electrical short, during which an interruption in pump function could result if the exposed conductors of the compromised wires made direct contact with each other or simultaneous contact with the braided shield while the system was operating on battery power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced further pump stops and underwent a pump exchange. An angiogram was performed on (B)(6) 2019 and showed 80% stenosis of the insertion site of the graft of the aorta.